Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after changing the battery. Customer stated that, he received a battery out limit alarm after putting his battery into the pump. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting guide was assisted for unexpected restart alarm. Customer has not had a battery in for about 12 hours since 10 last night he checked his screen and it was completely black. Customer stated that, this morning when he put in a new battery that it alarmed battery out limit and unexpected restart alarm. Customer stated that, a temp basal was not programmed before the unexpected restart alarm occurred. Customer assisted with rewinding the pump and changing the time and date and inputting the fill cannula number per manufacturing settings to 0.3u. The insulin pump will be returned for analysis.